Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2019-00665, 2030404-2019-00123, 3005334138-2019-00992, 3008452825-2019-00663. Following the procedure, a pericardial effusion occurred. Transseptal puncture was performed without issue with trans-esophageal ultrasound guidance. The procedure was carried out successfully and the patient was awoken without any hemodynamic instability. Around 20 minutes following the procedure, the patient became hypotensive. Ultrasound confirmed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.